Event description:
Missed/corrected description: customer thinks that their insulin pump was giving her so much bolus that caused her low bg event. The current blood glucose was 183 mg/dl.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report. Information provided in the initial report in section h6 under health effect - impact code: 4644 was incorrect. The correct information has been provided with this report in section h6 under health effect - impact code: 4613.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the pump daily history screen. No bolus anomaly noted. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 10-may-2023 in the pump history file. 05/10/2023 00:38:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 bolusamountdelivered = 3.5 05/10/2023 06:20:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 05/10/2023 10:37:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 please see below for the daily total of all insulin delivered on the event date 10-may-2023. 05/11/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 05/10/2023 00:00:00.000 dailytotalofallinsulindelivered = 28.625 dailytotalofbasalinsulindelivered = 20.225 dailytotalofbolusinsulindelivered = 8.4 there were no unexpected pump errors/alarms noted 1 week prior to the event date 10-may-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Bolus anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 37 mg/dl at the time of the event. The customer reported pump bolus caused low blood glucose. Troubleshooting was performed. The customer does not report any symptoms related to low blood glucose. Ems was dispatched and the hypoglycemia was treated with intravenous sugar water. The insulin pump was used within 48 hours of the reported event and the smart guard/auto mode was not active at the time of event. No further patient complications were reported. The customer discontinued the usage of the device and the pump will be returned for the analysis.